Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿constant close door message¿ was not reproduced. Evaluation was able to run a loaded test set successfully. A review of the event history log revealed "shut door - power off!" Messages which verify the reported issue. A service history review found no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation identified the upper auxiliary had a loose bracket, the hook was found with a double shim under the hook, and the valves and finger pressure plate were found contaminated. All of these issues are potential causes of the reported problem thus repair will replace or adjust these parts as needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a constant close door alarm. This occurred during testing. There was no patient involvement. No additional information is available.